Event description:
While reporting an intra-op event which occurred during a revision of the patient's left hip, rep learned the patient had a prior revision of primary implants due to posterior dislocation of the head from the liner. A femoral head, poly liner and shell were revised (shell was revised to change the position/ version in order to address the posterior dislocation). This report is for the patient's first hip revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.